Manufacturer narrative:
Extension: model 7482, serial # (B)(4), implanted: 2004 (B)(6),explanted: unk. Extension: model 7482, serial # (B)(4), implanted: 2004 (B)(6), explanted: unk. Lead: model 3389, lot # j0401952v, implanted: 2004 (B)(6), explanted: unk. Lead: model 3389, lot # j0343931v, implanted: 2004 (B)(6), explanted: unk.

Event description:
It was reported that an overstimulation sensation occurred. The patient experienced a shocking or jolting sensation, along with cramping, when the device was turned on. This issue first occurred when the patient went in for a surgical procedure and the healthcare provider (hcp) turned off the device. The patient's symptoms were so bad they decided to turn the device back on. At this time the patient experienced the jolt. The patient did not have the procedure done. The jolt was throughout the whole body and not specific to the implantable neurostimulator (ins) pocket site or the lead/extension connection. Therapy impedances looked to be in a normal range. A CT image would also be done to confirm lead positioning and check for lead migration. It was suggested that the patient be evaluated, tested and scheduled for a device replacement. Additional information has been requested, but was not available as of the date of this report.